Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient had a break in aseptic technique, further specified to be area was not cleaned before starting pd and reused equipment. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with injection (inj) vancomycin 2gm ip (repeat on 7th day) and inj fortum ip 1gm/day (14 days). Outcome of the peritonitis was not reported. The reported stated the peritonitis was unrelated to dianeal therapy. On (B)(6) 2012, india pharmacovigilance received the following information from the reporter. On an unreported date, the patient was retrained on the aseptic techniques and proper procedures.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review was not performed. This report of use error - reuse of single use product is confirmed because it was reported patient reused disposable single-use supplies and acquired peritonitis, which is a use error/poor aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.